Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the prior ins took 12-13hrs a day to charge and the replacement was due to ins wore out the battery. Patient reported ins could not hold a charge in less than 3yrs. Patient stated the relief was worth and replacement. Patient stated they set up her setting so she couldn't feel it and it made it for three and half years and the last 6 months wore it out and was declining. Patient provided a lot of information.